Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately 7 weeks after primary surgery. Surgeon explanted 36/+6 standard humeral cup and replaced it with a new 36/+6 standard humeral cup.